Event description:
Boston scientific received information that this left ventricular lead displayed high thresholds and loss of myocardial capture. The physician believed that the lead had microdislodged. A lead revision procedure was performed where the lead was cut, capped and replaced with an epicardial lead. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.